Event description:
It was reported that bd insyte autog bc wing needle did not retract properly. The following information was provided by the initial reporter: the needle does not retract properly. Nurses have reported that it is difficult to push the safety button (that retracts) the needle. There have been (B)(4) near misses with a sharp injury. I did report this to our periop huddle at 0915 the lot number on all of these occurrences (B)(4) so far today is the same: (B)(6). (B)(6). There was no actual harm or injury but multiple near miss events due to the mechanism not functioning properly. Staff nurses and aneshesia providers had to manually disengage the needle which could have caused needle stick injuries.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
Additional information of fa#.

Manufacturer narrative:
Investigation results: the complaint that the needle does not retract properly could not be confirmed from the samples that were provided for investigation. Fourteen insyte autoguard needles were received fully retracted within the shield. The top web labels from lot #4222721 were received with the retracted needles. A functional test showed that the needles would fully retract within the shield. Due to similar complaints that were confirmed for the implicated lot, it is possible that the needles retracted slowly; however, once the needle fully retracts, the reported issue may not be possible to replicate. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.